Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure it was noted that the right atrial lead exhibited high threshold values. The physician decided to cap and replace the lead on (B)(6) 2019. The patient¿s condition was stable.